Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm (effa) and/or clip opening while locked (cowl) with mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with a dilated left atrium and rotated heart. The mitraclip xtw (20510r193) was deployed at the central a2/p2 location. Upon detaching from the clip delivery system (cds) the clip appeared to have opened from approximately 20 to 30 degrees. The mr did increase after the opening, so an additional clip was deployed medial to the first clip. Mr was able to be reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported unintended movement associated with the clip open while locked could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. "One (1) fluoroscopic video was provided which shows a single fully deployed clip with no cds or sgc in view; this indicates the video was take post deployment of the first clip (reported device). The clip arms appear to be open to ~20°; this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).